Event description:
This report was received from an ophthalmologist of a pt who underwent cataract extraction of the right eye with implant of ceeon lens. Initial implant was performed on event date. After surgery, the pt's vision was abnormal and found to be due to incorrect diopter measurement. The pt was remeasured. The iol was explanted in 2001 and another iol implanted. No further problems were noted. 5/21/2001: investigation results received. Batch records were reviewed and showed no deviations. Diopter was verified and was found according to specifications.